Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer also received a critical pump error alarm on the screen of the device. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a critical pump error due to severe corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current and self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, pillowing keypad overlay, a cracked case on the battery tube area, cracked battery tube threads, a faded serial number label, a peeling end cap address label, corrosion in the battery tube, severe corrosion on the force sensor assembly and corrosion on the motor assembly.